Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. To correct the failure, the fse rebuilt the compressor by replacing the 2.5k and 5k service kit, the purge valve assembly, pneumatic fitting, and fill manifold. The fse ran the cs300 without any further failures. Safety, calibration, and functionality checks were passed to factory specifications. The iabp unit was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) alarmed leak in iab circuit. The unit failed safety disk leak test, failed k6, k6a, k7, k8 leak test and failed autofill calibration. There was no patient involvement and no adverse event was reported.